Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 373 mg/dl. Reportedly, the customer changed all supplies and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.